Event description:
Reportedly the user's electrode array had migrated completely out of the cochlea and was seen through otoscopy. The device was explanted on (B)(6) 2021 for now there are no plans to re-implant the user.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was not providing benefit due to a post-operative migration of the electrode array out of cochlea. In addition minor damage to the active electrode due to device minute mobility causing fatigue wire breakages was found. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the user's electrode had migrated out of the cochlea.